Event description:
It was reported that the patient's left ventricular (lv) lead had high threshold. The lv lead was reprogrammed and it remains in use. It was also reported that the patient had palpitations, and the physician felt that they were due to the right ventricular (rv) lead causing premature ventricular contractions (pvcs). The rv lead was repositioned, and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429688 lead; c6tr01 ipg, implanted: (B)(6) 2015. (B)(4).